Event description:
It was reported the patient was ¿having trouble with her legs not working, and she was having trouble walking, from her knees down her legs are numb.¿ it was noted the patient had ¿no idea¿ if this was device related. Reportedly the device was helping a lot and the patient could walk without a cane now. It was stated this symptoms began about three months prior to report, it started in her knees and the healthcare provider (hcp) ¿put shots¿ in her knees which helped, but now it was from her knees down to her ankles. The hcp told her it was the muscle she lost after having two heart stents put in. It was also stated the device had fallen down because the patient lost about 40 pounds and was trying to rebuild muscles so the hcp would not have to pull it back up. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0477x, implanted: 2013-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. (B)(4).